Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak during fill 1 on the liberty select cycler from the connection point of the bag. Upon follow up, the patient contact confirmed that a fluid leak was discovered from the connection piece that connects the solution bag and the cycler set tubing. The patient contact stated that the leak was discovered roughly 10 minutes into fill 1 of treatment. The cause of the leak was unknown. The patient contact confirmed that no fluid came in contact with the cycler and no machine alarms occurred prior to the leak event. The patient confirmed the cycler set isavailable for return to the manufacturer for physical evaluation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to continue therapy after resetting with new supplies and experience no further issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer and a physical evaluation was performed. The sample was tested in the cycler machine and worked as intended without any abnormalities. No leaks were experienced during the tested period. The actual sample was visually inspected and was found that the cassette is acceptable, no leaks or other damage was observed on the cassette. A functional test was performed to the actual sample with the cycler machine. During functional test, no leaks or other issues were detected during period tested. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was not confirmed, and the cause was not traced to any component failure. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak during fill 1 on the liberty select cycler from the connection point of the bag. Upon follow up, the patient contact confirmed that a fluid leak was discovered from the connection piece that connects the solution bag and the cycler set tubing. The patient contact stated that the leak was discovered roughly 10 minutes into fill 1 of treatment. The cause of the leak was unknown. The patient contact confirmed that no fluid came in contact with the cycler and no machine alarms occurred prior to the leak event. The patient confirmed the cycler set is available for return to the manufacturer for physical evaluation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to continue therapy after resetting with new supplies and experience no further issues.